Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message upon scanning the adc device and was therefore unable to obtain scan readings. The customer experienced seizure and loss of consciousness, requiring treatment of fanta soda provided by third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "replace sensor" message upon scanning the adc device and was therefore unable to obtain scan readings. The customer experienced seizure and loss of consciousness, requiring treatment of fanta soda provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Sensor plug was properly seated. Sensor was found to be in state 6 (indicating abnormal termination). No failure modes were observed with the sensor plug upon visual inspection. De-cased the sensor and no issues were observed on printed circuit board assembly (pcba). Measured the returned battery and results were within specification. Therefore, this issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.